Event description:
Customer reported the insulin pump alarmed button error while trying to give a bolus. Customer's blood glucose was 102 mg/dl. Customer stated she works in front of a stove all day and it might have been exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a missing end cap sticker.